Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer was unable to reset the pump as the malfunction code is not resettable.the customer reverted to manual injections for insulin therapy. The customer was interested in obtaining a loaner pump.there was no adverse impact to the customer¿s blood glucose level.